Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) unspecified elastomeric pumps overinfused during infusion. The expected infusion time was 46 hours, but the pumps drained in 24 hours. The device contained fluorouracil 40000 mg in 230 ml of dextrose 5% solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.